Event description:
It was reported that while pre run testing the device for a lap. Gastric bypass procedure the device wouldn't pass the test. The device was replaced and the case was completed. The pt is fine and most likely has been discharged from the facility. Pt info was requested and was unk by the caller.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary. The hand piece was tested on a generator and found to be functional. However, it no longer meets design specification for phase margin. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Due to this condition, it may lead for activation issues to occur.